Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit) indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator battery had not reached end of life. The patient had not experienced any recent injury of trauma that may have damaged the vns therapy system. Review of the x-rays did not reveal any obvious discontinuities in the vns therapy system; however, it was unable to be determined whether the lead connector pin was properly inserted into the generator due to the angle and poor quality of the x-ray. The patient has been referred for surgical consult. Review of the manufacturing records for the bipolar lead revealed no anomalies that would adversely affect device performance.